Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, not using antibiotics, not prepping the skin, and using inappropriate tools have been ruled out as potential causes. The hospital staff stated that the cause of the infection was unknown. However, the questionnaire shows that the site might not have been irrigated before closure. In addition, hospital staff stated the patient is prone to infections and the trial incisions were open and had not healed. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is dues to the patient being a potential poor candidate due to health, weight, age or mental capacity and clinician knowingly implanting the device.

Event description:
Patient suffering an infection following successful removal of trial leads. The patient was admitted to the hospital and is being treated with antibiotics.